Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify charge/battery lasts less than expected anomaly and failed battery test alarm due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's buttons were less responsive and sometimes had to press buttons twice. Customer's blood glucose value was 200mg/dl. Customer also stated that the pump had rejected new battery and there was no delivery alerts. Insulin pump will not be returned for analysis.